Event description:
It was reported that when the external pulse generator was powered on a message displayed below the ventricular output on its top display and then the unit shut off. The battery was removed and reinserted however the message did not clear. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that a message displayed when the unit was powered on. Analysis did find the upper and lower cases and side bail covers broken, the ring cover contaminated and the ring bent, and it was additionally noted that the heart lead flex was broken during repair. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).